Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The manufacturer's field service engineer reported the unit is not working. There was no patient harm reported.

Manufacturer narrative:
The manufacturer's field service engineer (fse) reported an air valve stuck closed reference failure. (Error code 4010) the fse confirmed the unit was not working correctly. The fse replaced the exhalation valve and the analog board to address this finding.

Manufacturer narrative:
The exhalation valve assembly as returned to the manufacturer for failure investigation. Visual inspection revealed no evidence of contamination or damage. The exhalation valve assembly was installed into a failure investigation (fi) test ventilator and was allowed to run in the test vent for an extended period to verify continuous operation. The power was cycled on and off 15 times. This exhalation valve assembly was tested and no failures were identified.